Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative, regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that patient's device was in an overdischarge. Rep performed physician recharge mode and power on reset (por) was cleared on 8840. Rep was unable to turn stimulation back on. When they looked at ins battery, it indicated ins is at end of service (eos). Patient/caller were to follow up with the hcp. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the cause of overdischarge was patient said she got busy with her 12 grandchildren. She¿s been in counseling and knows she needs to take careof herself now.  Patient's weight was unknown. The eos was considered normal. It was unknown what code accompanied por. The cause of patient being unable to turn stim on was 3rd over discharge. Patient is scheduled for a battery replacement. The provided information was confirmed with the hcp. No further complications were reported.